Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned test strips produced "lo" readings and black chemistry observed. Most likely underlying root cause of malfunction noted in the complaint: black chemistry due to improper storage.

Event description:
Consumer complaint of e-5 error. Customer states e-5 error appears strip is inserted. Customer could not obtain blood result due to error message. Verified the strips expire 10/24/2017, unable to confirm the open date of test strips or the storage conditions.